Manufacturer narrative:
(B)(4). Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the post radiation device interrogation, a code displayed on the programmer indicating that there was a temporary memory issue in the device's firmware. Boston scientific technical services (ts) was consulted and discussed the code and suggested sending in a disk for review. The field representative noted that the error code has occurred with each check and the device has recovered each time. No adverse patient effects were reported.